Manufacturer narrative:
Follow-up #1: date of submission 05/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/16/2016 with the following findings: on investigation, the pump powered on to a fully clear and functional display screen. Investigation did not duplicate the alleged ¿blank screen¿. The pump¿s cover was removed for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked above the finger pad at the threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a display (blank screen) issue: audio tone intact. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.